Event description:
It was reported that this was an out of box failure. Allegedly, an add'l 30 minutes was taken to complete the case therefore, administering add'l anesthesia to the pt.

Manufacturer narrative:
Add'l info will be provided once investigation is completed.